Event description:
Set leaked chemo. Upon inspection the customer noted that it was leaking from the amber plastic piece (pinch clip occluder) where the end was snapped off to activate the anti-siphon feature. Do not have product to return since it was discarded in a chemotainer. No injury occurred as a result of this reported incident.

Manufacturer narrative:
The device reported in this complaint was not returned for eval. Twenty retain samples were evaluated and no leaks were found. This complaint was not confirmed.